Event description:
Event description boston scientific received information about a discussion to remove the pacemaker, included in the recent advisory (6/23/06), during a revision procedure for the right ventricular (rv) lead. Historically, the rv lead displayed stable threshold measurements, but in the last six months a two-fold increase in output and loss of capture was observed. Xray verified no fracture, and the impedance measurements, and echo- and electrocardiograms were normal. The patient, 100% paced, expressed fatigue and lightheadedness and the caller requested longevity calculations using hex memory download information. Engineering confirmed a longevity of nine years at the current parameters but it was decided to prophalactically explant, replace both, and return the device. The rv lead was surgically abandoned.